Manufacturer narrative:
Although there is no report of a malfunction and no known relationship between the adverse event and thruway guidewire, death is listed as a potential adverse event in the device instructions for use (IFU) and therefore this report is being filed as a good faith effort. The device was not received at the time of this report; therefore, no physical or visual analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. The patient information, procedure date, and event date are unknown. If there is any further information received, a follow up medwatch report will be submitted.

Event description:
Event description: contacted around 5:00 p.m. On (B)(6) and reported that the hospital staff requested the package inserts, and when asked about its use, they reported that a patient who used bsj device (and non bsc device) at non bsc workshop last wednesday died after surgery (the next day or the day after).jupiterfc, thruway14, jetstream, and ranger were used. The casual relationship is unknown and no further information is currently available. Physician comments: patient outcome: patient death.